Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported, on an unknown date, that a pressure tubing - non-sterile - 48" length with polycarbonate luers became detached during patient use. The report stated that the pressure tubing leur detached. There was no patient harm reported.

Manufacturer narrative:
Received one used. List #0008-00-0293-08, pressure tubing - non-sterile - 48" length with polycarbonate luers (rev. Ad); lot #13547405. One (1) used. List #unknown, tubing set; lot #unknown. The male luer was found to disconnected from the tubing. The reported complaint of disconnected tubing could be confirmed. The returned sample had the tubing separated from the female luer. The probable cause of the disconnection is a lack of adhesive during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.